Manufacturer narrative:
Initial and final MDR (B)(4) - device 5 of 7. E1: patient city: (B)(6). Patient country: united states.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient went to an emergency room (ER) and eventually got hospitalized on (B)(6) 2025 due to skin irritation/pain/infection and seven bent cannula events. The insertion site was the abdomen. The duration of hospitalization was less than 24 hours. Patient was experienced the symptoms of swelling. No further information available.

Manufacturer narrative:
Supplemental report 01 - MDR (B)(4) - MDR 3003442380-2025-11220. Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary the reference samples for the lot 6009284 have already been previously tested in the complaint (B)(4) on 04/jun/2025. Test results: the reference samples were visually inspected and tested for flow. Device history record (DHR) review: the lot 6009284 manufactured according to the work instruction (wi) version 47 manufactured in the machine multivac 12, on 16/sep/2024 with a total of (B)(4) units. Assembly DHR review: the lot 4j02994 was manufactured according to the wi version 27 manufactured in the line quickset assembly, on 16/sep/2024 with a total of (B)(4) units. The lot 4j02995 was manufactured according to the wi version 27 manufactured in the line quickset assembly, on 16/sep/2024 with a total of (B)(4) units. The lot 4j02996 was manufactured according to the wi version 27 manufactured in the line quickset assembly, on 16/sep/2024 with a total of (B)(4) units. DHR welding review: the lot 4j00934 was manufactured according to the wi version 38, in the machine 06, on 15/sep/2024, with a total of (B)(4) units. The lot 4h04460 was manufactured according to the wi version 38, in the machine us05-us06, on 16/sep/2024, with a total of (B)(4) units. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation was identified, nor maintenance events were recorded trending: a query was run in database on 10/jul/2025 against malfunction code soft cannula found bent upon removal from infusion site and lot 6009284 and no other complaint has been registered in database for the same lot, and malfunction code. Conclusion summary of complaint investigation: as a result of the following: no defect on tests for reference samples related to the complaint, no non-conformance (nc) raised during production, no other complaint received on the lot in question, harm code and malfunction code, no further actions are required. This complaint will not require further root cause investigation or CAPA plan. Therefore, this issue will be monitored through the post market surveillance activities.

Event description:
To date no additional patient or event details have been received.